Event description:
Product was delivered to a clinic for use that was labeled as 3k - 2ca citric dry acid and a product code of dca+225-25 creating a mismatch between product code and common definition labeling. The product was not used and all impacted product was returned to manufacturer. Ndc (4f001, 4g006, 4h009 & 4h010).